Event description:
It was reported that the patient suffered from fatigue symptoms, the device could not be interrogated, and there was no output. Premature battery depletion was also reported. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the device was in a no output and no telemetry state during preliminary analysis. Further analysis revealed the no output condition was the result of normal battery depletion. Additionally, the longevity testing at implant parameters revealed the device had met its expected longevity.